Event description:
It was reported that the procedure was to treat a popliteal artery. As a supra core guide wire was being advanced to the artery, there was resistance (roadblock) and the guide wire kinked. When the guide wire was removed, the core was separated; however, the tip coils were still intact. There was no resistance reported removing the guide wire. Another unknown guide wire was used successfully to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified